Manufacturer narrative:
The coulter act diff analyzer is listed by csa international to the following standards: (B)(4). On (B)(4) 2008, the field svc engineer (fsc) evaluated the coulter act diff analyzer at the facility. After the analyzer was turned on, the fse detected smoke from the card reader and cable. Fse determined that the reagent card reader cable had burned. Fse replaced the card reader and cable. Root cause was attributed to the reagent card reader and cable. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported a burning odor from the coulter act diff analyzer on (B)(6) 2008. This event occurred when the analyzer was moved to a different location and after connecting the instrument to an electrical outlet. The operator disconnected the analyzer after the burning odor was detected. The customer did not report flames, arcing or electrical shock. The fire dept was not summoned and no one at the facility sought medical attention. No reports of death or serious injury, and no affect to pt treatment as a result of this event.